Event description:
The diabetes educator called to report that the customer was treated by the paramedics due to low blood glucose levels, as well as being in a car accident due to low blood glucose levels. The nurse stated that the carelink reports show that the insulin pump had delivered boluses as high as 50 units. Explained to the nurse that the maximum bolus that the insulin pump can give was 25 units. The nurse advised that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.